Event description:
Prior to putting the laser into service, an initial safety test was being made. Initially one pulse was noted at 84j when approx. 16j was expected. They were unable to duplicate the problem.